Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a mobile meter within 10 minutes: 5.6 mmol/l, 22.5 mmol/l and 27.7 mmol/l. No death or serious injury reported. Test cassette has been discarded; no product will be returned.

Manufacturer narrative:
Customer reportedly received results of 56.6 mmol/l, 27.7 mmol/l, and 22.5 mmol/l within 10 minutes. The 5.6 mmol/l reported in the initial report was in error.